Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer called to report a lancet protruded beyond the end cap. Lancets properly seated. No injury reported. Lancet device replaced and expected to be returned.